Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a set of mr1 (office demo unit) was found the internal battery could not be charged up . The mr1 could not be turned on by using ac. The power supply was proved function normal. In order to turn on the machine, we charged up the battery first by charger and put it back to the mr1. This occurred on office demo devices. Therefore, no patient involvement.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root-cause is a defective driver board. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: a set of mr1 (office demo unit) was found the internal battery could not be charged up . The mr1 could not be turned on by using ac. The power supply was proved function normal. In order to turn on the machine, we charged up the battery first by charger and put it back to the mr1. This occurred on office demo devices. Therefore, no patient involvement.